Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display screen had become dim and discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2014 with the following findings: the pump powered on to a dim and discolored display screen. Unrelated to the display issue, there was a battery compartment crack observed during testing. Additionally, the audio bolus button cover had a tear in the center but the button was still responsive. All of the keypad buttons were intermittently unresponsive. Contamination was found underneath all of the keypad contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.